Event description:
Boston scientific rec'd info that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) sys the pt had some transient hypoxia and that was addressed. As the pocket was being closed, the pt became hypoxic and had a drop in blood pressure. A thoracentesis was performed, a chest tube was placed, and 600 cc of clear yellow fluid (not blood) was obtained. The pt has a left-sided pleural effusion and did not have a hemothorax. By fluoroscopy eval it did not appear that the electrode had entered the pleural space, and it was noted that the pt has right sided pleural effusion as well. Defibrillation threshold (dft) testing was deferred and may be attempted at a later date. The pt was stabilized and transferred to the critical care unit. It was noted this was a dialysis pt who had heart failure, and it was though that the pt's condition, the procedure, and anesthesia all played a factor in the event. There were no allegations related to they sys.

Manufacturer narrative:
As no further info cornering this report is expected, our investigation is complete. This investigation will be updated should further info be provided.